Manufacturer narrative:
Additional information: the device was returned for evaluation. The sample was visually inspected. There was no visible damage to the sensor, catheter material, or connector. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. A review of component manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that during pre-testing, the microsensor could not be zeroed. There are no reports of patient harm or surgical delays.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.